Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly also, unable to perform any tests due to blank display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It aws reported via phone call that the customer dropped their insulin pump into the sea; the device went blank and would not turn on. The patient's blood glucose at the time of incident was 5.4 mmol/l. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.